Event description:
The customer reported receiving the fiberlife safety message at 163,320 joules during a prostate procedure. A second fiber was used to complete the procedure. The pt outcome was reported as "okay."

Manufacturer narrative:
The fiberlife message reported by the customer is not considered to be reportable. The device was subsequently returned to the MFR and analyzed. Joules were verified on the fiber card as 151,750 joules. Failure analysis disclosed a circumferential fracture of the glass cap proximal to the fiber/cap fusion zone. The fiber proximal to the fracture can rotate independently of the metal cap. This cap condition is indicative of a fracture of the glass cap, beneath the metal cap, and may activate the fiberlife function. The metal cap has burnt on detritus and devitrification at the output window, and the glue had been heated to the point of burning, causing the glass cap to become loose and be pushed forward inside the metal cap. Fiberlife would modulate the power, showing a pulsing beam, or place the sys into standby mode. This cap condition may also cause forward firing of the side-firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause the fiber damage or breakage.